Event description:
The customer reported that during a laparoscopic lar, initially the device could be used with no problem; however, upon sealing on the branch vessel of sra there was bleeding. The end tone, indicating a completed seal cycle, was heard however the doctor found the device did not cauterize the vessel. The doctor had to re-seal the vessel about four times before the bleeding was stopped. There was no patient harm. The bleeding was less than 200cc and no transfusion was required. Re-grasp alarms were also heard during the sealing process.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.